Manufacturer narrative:
A document review of the lot 105884 ((B)(4)) was done and no anomalies were found related to the problem occurred. Up to now, no similar events were reported concerning this lot. The breakage is thought to be associated to an improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weakened the piece leading to its breakage. On the basis of medacta's risk analysis, the failure mode is high unlikely to cause patient harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case. Seventeen similar events were reported to FDA: (B)(4) and a follow-up to explain the modification/adjustment decided, was already sent on the (B)(4) 2011. The follow-up is applicable also to this event.

Event description:
The cutting guide broke into two pieces during the surgery. No patient/user harm. The surgery was completed successfully.